Event description:
The laser fiber broke during the procedure, not in the patient. The tip of the laser fiber went through the surgeon's glove.====================== health professional's impression======================not an unusual occurrence per the director of surgical services.